Event description:
It is reported that the customer had normal blood glucose levels of 72 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that she was unable to clear the button error alarm because the buttons of the insulin pump were unresponsive. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.